Event description:
In 2008, the primary surgery was performed on l4-l5. Then, it was found that the screw on l5 fractured (the date fractured or the date found is unknown). In 2009, the revision surgery was performed and l4-l5-s were fixated. The screw on l5 was removed and a 7.5 mm screw was inserted. Only one side of the broken screw (the piece with the screwhead) is available for evaluation since the patient requested to keep the other broken piece (the tip of the screw). The x-rays were requested however rejected by the surgeon.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.